Manufacturer narrative:
Investigation summary. Confirmed customers complaint. While performing pci/pvt latch lock test failed. Replaced latch lock and latch lock sensors. While performing visual inspection found downstream occlusion sensor was delaminated, lens was scratched and battery door was missing. Replaced seals, lens, door, keypad and labels. Updated software. Pump passed all tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump alarmed cassette not attached. There was no patient involvment.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.